Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns patient reported that he could no longer perceive magnet mode stimulation. The patient went to his physician who informed him that he had a leak break and would need a full revision. The patient did not know if the physician programmed his device off. Information received from the physician revealed that there were no programming/medication changes nor were there any reports of patient trauma or manipulation that could have caused or contributed to the reported event of stimulation not perceived. Device diagnostics were performed resulting in 7/limit/high and eri = no. The date of the last good diagnostics is (B) (6) 2008. Good faith attempts to obtain additional information for high lead impedance have been unsuccessful. Revision surgery is likely.